Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards japanese affiliates, approximately 5 years post successful aortic transcatheter valve replacement with a 23mm sapien 3 valve, the valve was reported as having calcification. A valve in valve procedure and replaced was performed with an non-edwards heart valve. Other details of this case are unknown.